Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator came up with an invalid cal data alarm 200 - invalid calibration data. Unit was removed from the patient and swapped out. Furthermore, there was no patient harm associated with this event.

Manufacturer narrative:
H10: vyaire field service representative (fsr) went onsite and found that the unit was in biomed shop plugged into ac outlet. Inspected unit externally, looks in good shape no issues, checked filters they look brand new, o2 sensor in place, o2 calibration had been performed. When the unit once powered on, it went into vent inop- invalid cal data. Unit had calibrations repeated and had power cycled twice with no alarms or error codes. Patient circuit calibration performed and passed. Unit allowed to run for an extended period of time with no alarms or error codes and now ready for use. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to user fault. The alarm 200 - "invalid calibration data" was active because the user has started a grouped calibration step in the service user level and has not completed all the related calibration sub-steps yet. The issue was resolved once the customer had completed all relates calibration sub-steps.